Event description:
Upon removal of the iab after 44 hrs of use blood was noted in the tubing. The pt was reported to have expired a few hrs later, however, the perfusionist stated that the death was due to illness and not related to this event.

Manufacturer narrative:
On original medwatch report s/b MFR not distribution report.